Event description:
Initial result for a patient sodium was 123 mmol/l. When repeated, the result was 138 mmol/l. The incorrect results was not used to guide treatment. The field service representative found the sample mixture was foaming and repaired the instrument by replacing two defective valves.